Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo implant in (B)(6) 2023. Patient had a hard time swallowing and it was found that the implant had loosened and migrated anteriorly. The implant was removed on (B)(6)2024 and the patient was fused. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the risk are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery. No imaging was provided that showed the implant migration. The removal was completed due to the patient's difficulty swallowing which was caused by implant migration. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a pdc vivo implant in (B)(6) 2023. Patient had a hard time swallowing and it was found that the implant had loosened and migrated anteriorly. The implant was removed on (B)(6) 2024 and the patient was fused.